Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent was replaced and the unit was returned to service.

Event description:
The hospital reported a malfunction of the bag to vent switch intermittently preventing mechanical ventilation. There was no report of patient involvement.